Event description:
It was reported that during the anterior communicating artery (acom artery) embolization procedure, subject stent got stuck at the distal end of the microcatheter and could not be advanced further. Upon retracting the delivery wire, the stent inadvertently deployed and remained inside the microcatheter. The physician then withdrew the microcatheter and used a guidewire as medical intervention to retrieve the stent that was left inside the microcatheter. The procedure was completed successfully with another device without any clinical consequences to the patient.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject stent was returned deployed and noted to be intact. The stent delivery wire (sdw) was found to be kinked/bent. The stent introducer sheath distal tip was intact. Functional inspection for stent deployed prematurely during use was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) 'stent deployed prematurely during use' was confirmed during visual inspection of the returned device. The remaining ar code 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was returned in a deployed state and was no longer loaded on the stent delivery wire (sdw). However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that 'the physician used a stent. Preoperative inspection confirmed the integrity of the device, and it was adequately flushed before attempting delivery through a microcatheter. After most sections of the stent passed the proximal end of the microcatheter, it could not be advanced further as it became stuck at the distal end of the microcatheter. Upon retracting the delivery wire, the stent inadvertently deployed and remained inside the microcatheter. The physician then withdrew the microcatheter and used a guidewire to retrieve the stent that was left inside the microcatheter. Subsequently, the physician replaced the microcatheter and the stent with new ones to successfully complete the surgery'. In the follow-up good-faith efforts (gfe) replies it was noted that use of the guidewire to retrieve the stent was performed as a medical intervention. The stent was returned for analysis in a deployed condition and was noted to be undamaged. Likewise, the introducer sheath was returned for analysis, and it too was undamaged. The stent delivery wire (sdw) was returned, and the distal end of the wire was kinked/bent. The event description is slightly contradictory as it notes that most sections of the stent has transferred from the introducer sheath into the proximal end of the microcatheter (mc). However, it then states that it could not be advanced further and became stuck in the distal end of the mc. In a worst-case situation the issue was noted at the distal end of the mc and the sdw became detached from the stent when the stent was in this distal location. It is not clear exactly what occurred and whether it was during transfer of the stent from the introducer sheath into the proximal end of the mc or when the stent was being advanced towards the distal end of the mc. This latter situation is worst case situation and will be used for the risk assessment. An assignable cause of procedural factors has been assigned to the 'as reported' codes stent deployed prematurely during use and stent difficult/unable to advance or pullback through catheter and 'as analyzed' codes stent deployed prematurely during use and sdw kinked/bent as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during stent transfer.

Event description:
It was reported that during the anterior communicating artery (acom artery) embolization procedure, subject stent got stuck at the distal end of the microcatheter and could not be advanced further. Upon retracting the delivery wire, the stent inadvertently deployed and remained inside the microcatheter. The physician then withdrew the microcatheter and used a guidewire as medical intervention to retrieve the stent that was left inside the microcatheter. The procedure was completed successfully with another device without any clinical consequences to the patient.